Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was 45 mg/dl. The customer did not mention any treatment for low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer reported that they were unable to enter auto basal. The insulin pump and the sensor will not be returned for analysis.